Event description:
It was reported that during implant procedure, the lead exhibited high impedance. The lead was not used and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
.